Event description:
It was reported that the pen ndl 32g 4mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported needle clog with one of his pen needles today. Stated he tried the pen needle on 2 different insulin pens and it still would not work. Stated he is also a bd employee. Lot #: 8330801, catalog#: 320883, date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary: customer returned one (1) used 32gx4mm bd pen needle from lot 8330801. Consumer reported needle clog. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. Pen needle DHR batch (B)(6) was reviewed. The batch number was built with pen needle assembly line in august 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Based on the samples received bd was able to confirm the customer¿s indicated failure (broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported needle clog with one of his pen needles today. Stated he tried the pen needle on 2 different insulin pens and it still would not work. Stated he is also a bd employee. Lot #: 8330801 catalog#: 320883 date of event: (B)(6)2020.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the (B)(4) complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported needle clog with one of his pen needles today. Stated he tried the pen needle on 2 different insulin pens and it still would not work. Stated he is also a bd employee. Lot #: 8330801, catalog#: 320883, date of event: (B)(6) 2020.